Event description:
The customer has a too high blood glucose level for 2 weeks. The mother thinks the pump does not deliver insulin correctly. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.